Manufacturer narrative:
Pump received with the operating currents within specification and passed the self-test, restart error test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor, excessive no delivery test, displacement test, and the dat test at 0.08725 inches. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 185 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check their settings. The customer requested a new pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.